Event description:
It was reported that during service and repair pre-testing, it was observed that bay three of the universal battery charge device did not show the charge indicator light emitting diode (led) when charging the battery devices. During in-house engineering evaluation, it was observed that the device was not working properly. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that the device did not function properly. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to various defective components due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.